Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose, with the lowest value of 50 mg/dl and approximately one hour spent below 70 mg/dl, and noted a recent device alert code 38 while otherwise reporting no current device issues; education and troubleshooting were provided, and the user was advised to follow healthcare provider guidance for hypoglycemia prevention. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute effects. Outcomes included self-treatment with carbohydrates and soda, no need for assistance, and no medical intervention or hospitalization. Investigation included review of device alerts and user-reported history with counseling on potential causes and prevention strategies. Investigation of this case revealed no confirmed device malfunction and an unclear etiology for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.